Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was a break in the shaft of the catheter sheath. During preparation outside the patient's body of an unknown procedure, an atlantis¿ sr pro was used and saline solution was exiting along points of the catheter and not at the end. There was a break in the shaft of the catheter sheath. There was no patient complication reported and the patient's condition is fine.